Manufacturer narrative:
Device powered up properly after battery installation. No blank display noted. Device passed the self test, sleep current measurement, active current measurement, rewind test, prime test, basic occlusion test, occlusion test, force sensor test, and the displacement test. The audio beep tones and vibrate alerts functioned properly during testing. The audio tone volume properly adjusted from settings 1-5 and the audio with vibrate function is operational. No audio or vibrate anomaly noted. No cracks or gashes on the insulin pump lcd display window noted during physical inspection. Device was received with cracked select button keypad overlay and minor scratched lcd window. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had display and audio/beep anomaly. Customer stated the device would beep randomly and the screen goes blank. Customer also mentioned damage on the screen and on the keypad. Blood glucose level at the time of the incident was not provided. Self-test was performed and passed. Display anomaly troubleshooting was not performed. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.